Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed a sudden drop in glucose to 50 mg/dl. Uncertain of the cause and without access to a bg meter to confirm the reading, the patient self-treated with glucose tablets and waited approximately 15 minutes. She then consumed orange juice, took four additional glucose tablets, and ate crackers, despite reporting no hypoglycemic symptoms. The cgm glucose reading continued to decrease. Due to concern, the patient contacted emergency medical services (ems). Upon arrival, paramedics obtained a fingerstick blood glucose (fsbg) measurement of 402 mg/dl while the cgm continued to display 50 mg/dl. Ems administered intravenous saline (dose unspecified) and transported the patient to the emergency room (ER). In the ER, the patient received intravenous insulin and saline. She was unable to recall the fsbg values obtained at the hospital and reported that she did not check her cgm readings during the remainder of the event. The patient remained in the ER from approximately 12:00 pm until 4:30 am. Upon discharge, she removed the cgm and reported feeling better. Following discharge, the patient treated with insulin via her tandem pump, administering a total of 150 units of insulin, and applied a new cgm sensor. At the time of reporting, the patient stated that she was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.